Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, when the balloon was inflated at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.